Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power indicator is not illuminated; the device works on battery. There is no patient involvement.